Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump was received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the insulin pump was exposed to moisture and alarmed for a button error which could not be cleared. The blood glucose reading was 5.6 mmol/l. Nothing further was reported.